Manufacturer narrative:
The complaint could not be confirmed without x-rays. A search of the complaint database found no prior reports for the plate part and lot number combination. Review of the inspection records found no manufacturing deviations or rejections. Provided information states the surgeon didn't like the placement of the plate in the version he originally placed it; thought patient wasn't healing due to poor placement. The surgeon replaced with a longer plate and more screws. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Surgeon didn't like the placement of the plate in the version he originally place it in, and thought the patient wasn't healing due to poor placement. Surgeon removed the plate and screws and replaced them with a longer plate and more screws.